Manufacturer narrative:
The investigation for the difficulty in removal of the pump has been completed. The device was returned and the catheter was able to move without any issues however all the blood had dried. In the graft a significant amount of blood could be seen. The root cause of the difficult explant was most likely a result of significant blood clotting in the graft. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that it was difficult to explant the pump. The graft was cut open and clots could be seen. The physician suspected that the clotting was preventing the catheter from moving.